Event description:
Boston scientific received information that right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of 196 - 200 ohms. The field representative indicate d that the physician intend to perform a non-invasive programmed stimulation (nips) test. Boston scientific technical services (ts) discussed normal impedance and discussed that nips test will test the shocking portion of lead and will not measure the pacing portion. Additional information indicates that the cause was undetermined. The nips test was successful and will continue to monitor. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.